Manufacturer narrative:
(B)(4). Device evaluated by MFR: visual inspection reveled that the device was received with the distal end at a medium right curve with the steering knob located in the neutral position and dried body fluids were found on the handle. Continuity checks revealed me1 electrode was electrically open. All other electrode/thermistor/magnetic sensor resistances measured in spec and were typical. No electrical shorts were found. Lcr test was performed and confirmed that the magnetic sensor was within specifications. The ablation was verified by using the maestro generator 4000 and the device was found within specifications. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The distal end was dissected approximately 20-45mm from the distal tip to isolate the open me1. Dried body fluid was found throughout dissected area. A continuity measurement of me1 between the handle and 35mm proximal to the distal tip was in spec, isolating the electrical open to inside the distal tip. X-ray found a broken me1 electrode wire inside the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that there were bad electrodes. A intellanav¿ mifi xp temperature ablation catheter was selected for an atrial fibrillation ablation procedure. However it was noted that the catheter had bad electrodes. The catheter was replaced to complete the procedure. The patient was reported to be fine. However; returned device analysis revealed body fluid ingress.